Manufacturer narrative:
The probable root cause of the cracked distal window and detached fragment is typically attributed to user handling, such as inadvertent collision with hard surfaces, dropping of the scope, or improper cleaning during reprocessing. This issue can be resolved by using an alternate endoscope to complete the procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event.failure analysis investigations replicated and confirmed the customer-reported cracked lens. The endoscope was visually inspected and found to have damage at the distal end. Specifically, the distal window located at the distal tip was cracked. The root cause for a cracked distal window in the camera instrument is typically attributed to user actions, such as inadvertent collisions with hard surfaces, dropping the scope, or improper cleaning during reprocessing. Additional observations not reported by the site: the endoscope was evaluated and found to have a camera instrument adapter defect. Friction tests using a screening aide revealed that the adapter did not rotate properly, and noises confirmed binding. Upon removal and further examination, the aea shaft bearing was identified as contributing to increased friction. The probable root cause of this binding is related to component susceptibility to friction. Severe cuts to cable insulation were found during visual inspection, located in zone b, the middle third of the endoscope cable. The root cause for severe cuts in the camera cables is typically attributed to user mishandling during use or reprocessing. Cosmetic damage was observed on the endoscope housing. Inspection revealed fading or removal of laser marking on the housing shell. This issue is typically attributed to improper reprocessing by the user. Additional damage was found at the distal end, specifically a broken or detached piece of the distal window tip, presenting a potential risk of foreign body retention in the patient. The root cause is most often user-related, including inadvertent collisions, dropping the endoscope, or improper cleaning during reprocessing.

Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, the lens was cracked. There was no report of patient involvement or reported injury.